Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted, a link break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The arteriotomy was 8f with scar tissue present at the access site. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database indicated there had been no similar suture/link detachment incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.